Event description:
It was reported by biotech that there was a "flame in the mouth of the pt when cutting with the electrosurgical pencil". There was pt injury. Case completion not known. 03/15/2000 additional info received: biomed advised that procedure was tonsil removal. There was a flame coming from the pt's mouth, but there was no pt injury. 03/15/2000 additional info received from account: flame came out of pt's mouth during a "blend" cut/coag. O2 set at 3l, no2 set at 0l, and 3% euothane - anesthetic settings.